Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient expired. The cause of death was unknown. There was no allegation that the patient's passing was due to an abbott device. No further information was available.